Event description:
It was reported that the patient presented to the hospital for unknown reason. The atrial lead exhibited intermittent capture, a suspected lead dislodgement. The lead was repositioned successfully, no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).